Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. B3: date of event: unknown / not provided.

Event description:
The doctor reports that the tip of the screwdriver fractured. Procedure was completed.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) tascd30, (tsv angled screw channel driver 30mm) for evaluation. The reported device was returned however, a device malfunction could not be verified. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Upon locating the device, this complaint record will be reopened and updated accordingly. DHR review was completed for the subject lot number 1282062. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1282062 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque applied during placement/ seating exceeded recommended value. Therefore, based on the available information, a device malfunction could not be verified. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.